Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that the purewick urine collection machine did not suction. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 29sep2025, the patient woke up wet with urine output for 3 days in a row when using the older wicks, causing the caregiver to investigate the function of the product. The caregiver was convinced she was using the product as instructed by purewick. She re-watched the videos provided on the purewick troubleshooting web page. She stopped using the older wicks and I ordered the newer wicks to replace the (2) boxes of the older wicks. The newer wicks are performing as expected. No other medical attention was required as a result of using the older wicks. We ordered a canister and tubing set in june, however it was never opened and put into use until this happened around the end of august. Once it was put into use, it appeared to suction properly, however, sam with customer service at purewick said even though it was brand new, it failed the suction 'timing' test he performed on the phone with our caregiver. About a week after sam did that test with our caregiver, I had a different caregiver watch the videos and perform the suction test again with wicks on and off, and we couldn't seem to get them to fail. Box #1 - lot # jujy0733 box #2 - lot #ju1x0368.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that the purewick urine collection machine did not suction. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that the purewick urine collection machine did not suction. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.